Event description:
The complaint is reported as "it was verified, after the patient complained of pain when medication was infused, that the central ca theter had extravasation in puncture hole in the proximal route. Extravasation of all the serum was observed after the nurse administered 0.9% saline solution."

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "it was verified, after the patient complained of pain when medication was infused, that the central ca theter had extravasation in puncture hole in the proximal route. Extravasation of all the serum was observed after the nurse administered 0.9% saline solution."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.